Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s24 (android 15) with mmt1884 780g pump (software version 6.21u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Based on the log analysis, the pairing process failed due to a pump connection error caused by a blegatt client error, indicating that the device failed to connect within the specified timeout period. Issue confirmed recommendation steps: basic steps: turn bluetooth off > wait 30 seconds > turn bluetooth back on when attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources active wifi networks bluetooth connections nearby). Advanced steps: clear data of bluetooth app: settings apps manage apps find and tap on bluetooth app clear data > (if this option is often grayed out on most phones then try the reset network settings instead) reset network/bluetooth settings: settings general management reset reset mobile network settings reset wifi and bluetooth settings uninstall app > restart phone > turn bluetooth off then on > reinstall app try to pair. Helpline informed team that they were not able to reach customer. We are proceeding to close the ticket if customer still face issue we request to reopen the ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with loss of communication between insulin pump and mobile app. The customer reported blood glucose value of 300 mg/dl. The event involved products mmt-1884, mmt-6101, unk_sensor, unomedical and mmt-332a. Troubleshooting was declined by the customer for high blood glucose. Troubleshooting was performed for loss of connection between pump and mobile device. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No further patient complications were reported. No product return is required for mmt-1884. Product return is not applicable for non physical device mmt-6101. No product return is required for unk_sensor. No product return is required for unomedical. No product return is required for mmt-332a. .